Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during treatment, the doctor smelled a burning smell and then found a small hole at the center of the device tip. This was the initial use of the treatment tip but the doctor did not inspect the tip prior to use. The doctor stated that the patient felt hot but there was no report of any patient consequences.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).

Manufacturer narrative:
The treatment tip was returned for evaluation. Visual inspection found cracks/hole in the treatment tip membrane. Tip passes flow, thermistor, and leak testing. Due to cracks/hole in treatment tip, no functional testing was done. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.